Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services and reported he disconnected the solution bag lines and then reconnected the lines upon receiving cycler alarm messages. The patient stated he was subsequently being treated for peritonitis. Per the patient his nurse told him the peritonitis was caused from disconnecting and then reconnecting the solution bag lines. Follow-up with the patient's nurse indicated the patient's effluent culture did not have growth and therefore no specific diagnosis. The patient had a high white blood cell count; 1000 count over the average white blood cell count. The patient was administered 1 gram of vancomycin intravenously for 3 weeks along with gentamicin; dosage ended on (B)(6) 2016. The patient is reportedly doing well and was reeducated on best practices to avoid sterility breaches.

Manufacturer narrative:
Medical records were received and reviewed. There was no documentation in the medical record that revealed the source of the patient¿s peritonitis. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. The patient¿s disconnecting of sb lines and catheter (per patient) during peritoneal dialysis treatment placed patient at increased risk for peritonitis.

Event description:
Medical records were received from the patient's treatment facility. The patient presented to the dialysis clinic with cloudy peritoneal dialysis fluid drainage. Patient had been having nausea with decreased appetite. The patient's peritoneal dialysis culture result showed no growth after 4 days.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.